Event description:
It was reported that the table locks did not actuate, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) evaluated the system, and found that the float was caused by loss of power supplied to the locks. The power loss was a result of a blown fuse. The fe replaced the fuse and verified that the locks were working properly.